Manufacturer narrative:
H3 evaluation summary: medtronic conducted an investigation based upon all information received. The device was not returned, but a photo was available for evaluation. Without receiving the device, a detail investigation could not be performed for the reported complaint. The customer was advised to return the device, so a complete evaluation can be performed. If additional information is obtained, or the product is returned, this investigation will be re-opened. It was reported that the video laryngoscope's screen was displaying battery empty even the batteries were new. The reported issue was confirmed. The most likely cause could not be established from the information available. The manufacturing records for each device are thoroughly reviewed prior to release to ensure that it meets all medtronic quality specifications. This regulatory report is being submitted due to retrospective review through CAPA: 624392. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
According to the reporter, prior to use, the video laryngoscope's screen was displaying battery empty even the batteries were new. Issue was resolved swapping with a known good battery, but no display. There was no patient involvement.